Event description:
It was reported that the pump module had alerted at 14:05 for completion of taxol (rate 265 ml/hr for 1 hour, volume to be infused 265 ml). The nurse manager(nm) went to flush and noted that half the bag remained. The arm and patient IV were assessed for visible occlusion. Both the nm and the "tx" nurse confirmed that the pump module had correct information entered. The tx nurse put 50ml to be infused for 11 minutes. The pump module alerted when volume was completed and a new 150 ml volume was added to pump to be infused. The patients IV line was occluded on the pump. Taxol was started at 13:03 and completed at 15:17. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.